Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient was in a car accident two years ago and they are not sure what happened, but after the accident they could not recharge so the patient inss were replaced. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 97714 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. Hcp said the cause of the patient not being able to charge was not clear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction of fdm, fdr and fdc to pli 20. If information is provided in the future, a supplemental report will be issued.